Event description:
Complainant alleged that the device intermittently shut down during the monitoring of a patient's (age and gender unknown) heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.